Manufacturer narrative:
The manufacturer previously reported an allegation related to the device's sound abate foam. This action was reported to FDA per 21 cf1 part 806. The device will be corrected per res 88058

Event description:
A continuous positive airway pressure (CPAP) device was returned to a third-party service center for service. There was no report of patient harm or injury. During the evaluation of the device at a third-party service center, the sound abatement foam was found to be degraded. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.